Manufacturer narrative:
No evaluation possible at this time. The explanted osseoscrew has not been returned.

Event description:
The outer expansion portion off the osseoscrew fractured and broke during implantation at the right s1. The detached section was removed by utilizing the removal tool. That location was re-instrumented with an alternative atec product. The event cause over a 30 minute delay in the case.